Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) for lot indicates there were zero issues found in both visual samples and physical samples inspected from the lot. The safety needles that went into this lot were assembled under shop orders. The DHR for shop orders indicates zero issues found. A review of the entire DHR did not identify any manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. The quality assurance data system was reviewed for ncrs related to the reported condition and identified zero non-conformances for the hub shop orders used in production of the lot. There was 1 sample (unopened) submitted with this complaint. The sample was inspected for hub damage (cracks, holes, splits), luer taper and hub leakage according to the safety needle quality and inspection standards. The sample passed all inspections and met all manufacturing specifications. The reported condition could not be confirmed. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The most likely root cause was potentially due to improper assembly by the user. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer taper, hub leakage and damage. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. The investigation identified a most probable root cause that was unrelated to the manufacture of the safety needle. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 06/21/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports pediatric nurses indicate that they have problems with the vaccine syringes, for example, the syringe of the hepatitis a vaccine is not properly connected and loses liquid. It seems to connect poorly with pre-loaded vaccines. The customer indicates that the needle does not fit the syringe correctly, and some drops fall between the plunger and the needle.